Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient developed an infection. The pulse generator was explanted. No further information was reported.

Event description:
New information received noted that the physician did not believe the infection to be related to pacemaker system. The patient was stale throughout the course of admission, explant and discharge.